Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found no visible damage to the lens and foreign residue on the lens. Claim#: (B)(4).